Manufacturer narrative:
The customer reported missing high and low alarms. Abbott diabetes care (adc) attempted to replicate the reported issue and the reported configuration; however, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the app version, os, and device make/model restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed, due to the inadequate information provided. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a lebanon customer. This is same/similar to us freestyle libre 2 ios application, model number 71926-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with an unknown operating system version. The low and high glucose alarms did not sound, and the customer was not alerted to changes in glucose level. As a result, the customer experienced a loss of consciousness and received unspecified third-party treatment.